Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage , scratches on screen and they were unable to read the left top of screen. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no missing segments or partial display noted during testing. Device received with cracked case near display window corners, cracked on display window and minor scratches on display window noted.